Manufacturer narrative:
Conclusion: (calcified and diseased iliac artery). Other (required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one of the iliac arteries was too calcified and diseased and the physician did not want to risk inserting a delivery system through the artery. The delivery system was inserted and implanted via the other iliac artery which was not calcified or diseased. The decision was made to convert the device to an aortic-uni-iliac system by placing an aneurx cuff in the flow divider after which a fem-fem bypass was performed. No additional clinical sequelae were reported and the pt is fine.